Manufacturer narrative:
Age of device: 1 day. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient required CPR before the implant surgery. After the implant, while in the operating room (or), the patient was bleeding from the chest in the drains. Patient was given blood products for blood loss. Patient continued bleeding from the chest into the drains and was taken back to the or on (B)(6) 2018, for a wash out and was left with an open chest. On (B)(6) 2018, the patient returned back to the or to have chest closed. On (B)(6) 2018, patient was extubated from the vent and bleeding was resolved. Patient remained stable. No further information was provided

Manufacturer narrative:
A direct correlation between (B)(4) and the reported bleeding cannot be conclusively determined. The account communicated that after implantation on (B)(6) 2018, while in the operating room, the patient was bleeding from the chest into the drains and was given blood products. The patient continued bleeding and was taken back to the operating room the next day. The patient received a washout and was left with an open chest. The patient returned to operating room on (B)(6) 2018 to have their chest closed. As of (B)(6) 2018, the patient was extubated from the vent, was no longer bleeding, and was stable. The patient remains ongoing on (B)(4) and no further events have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The implant kit was shipped with heartmate 3 lvas IFU document #10006135, rev. B. The IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The ¿ongoing patient assessment and care¿ section provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Patient remains on the device. No further information was provided. The manufacturer is closing the file on the event.